Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported surgical intervention was undertaken wherein the patients system was explanted due to infection.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32618. Related manufacturer reference number: 3006705815-2020-32620. Related manufacturer reference number: 1627487-2020-47618. Related manufacturer reference number: 1627487-2020-47619. It was reported the patient was admitted to the hospital with an infection. The location and cause of the infection is unknown. The infection is currently being treated via antibiotics in the hospital.